Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen 2000 mcg/m/ at 1410.6 mcg/day via an implantable pump for cerebral palsy. It was reported that there was a pump stall before the elective replacement indicator (eri). The estimated eri was 19 months. Pump logs were provided and indicated that a motor stall occurred on (B)(6) 2018 at 3:30 and an active audible alarm was silenced on (B)(6) 2018 at 11:57. It was reported that it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that the pump was replaced on (B)(6) 2018. There were no reported patient symptoms. It was reported that the issue was resolved at the time of this report and the patient status was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as a stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient experienced withdrawal symptoms. Logs showed a motor stall occurred on (B)(6) 2018 at 3:30. The pump would be returned to the device manufacturer.